Event description:
It was reported that multiple cartridges were leaking from an undefined location. Additionally, it was reported that a cartridges "wont sit well and wont recognized by load sequence." Customer declined follow-up from tandem technical support; therefore, no additional information was known or reported. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.